Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a core valve-tavi procedure and a temporary lead was used to provide stimulation. After the temporary lead was removed, cardiac tamponade was noted but despite resuscitation efforts the patient deceased. The cause of death was not confirmed. No additional information was reported.